Event description:
It was reported that a pump was delivering maintenance fluids to a pt and approximately 12 inches of blood was observed in the IV line. The nurse disconnected and flushed the tubing. When the tubing was reconnected and the infusion resumed, blood was again observed in the IV line. Upon further assessment of the infusion set up, it was identified that the IV set was loaded into the pump upside down.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.